Event description:
Physician stated that during the procedure, he attempted to break a stone in the common bile duct by using trapezoid basket attached to alliance handle device. He reported that when he intended to crush the stone, the handle of the trapezoid broke and came apart, the tip of the basket did not come off, and they were not able to complete the lithrotripsy procedure. He also stated that during this event, the guidewire was also damaged and became useless. No further information available to date despite numerous attempts at gathering further information.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation: therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between the device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.